Manufacturer narrative:
All buttons functioning properly. However, found moisture damage keypad traces. No button error alarm noted. No unexpected pump counting on its own during testing. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they replaced the batteries and the insulin pump begun counting on its own. Customer's blood glucose reading at the time of the call was 160 mg/dl. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
All buttons functioning properly. However, found moisture damage keypad traces. No button error alarm noted. No unexpected pump counting on its own during testing. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.